Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing recharge burden with their ipg. Due to this, they stopped charging and the ipg became inoperable. As a result, the physician explanted and replaced the patient's ipg. Surgical intervention resolved the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.